Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon interrogation of the patient's implantable cardioverter defibrillator, episodes of non-sustained oversensing were observed due to post paced t-wave oversensing. No intervention was performed. The patient was noted to have been discharged.

Event description:
New information noted that programming changes were made to turn vibratory alerts off and that the patient's condition was stable after the event.